Event description:
Apparently two pedicle screws broke in pt in s-1. An l5-s1 posterior lumbar fusion was performed on (B)(6), 2007. Explantation is expected within 6 weeks. No other info is available at this time. We are waiting for x-rays, doctor's report and explants for investigation.

Manufacturer narrative:
We are waiting for the explanted screws to be returned after revision surgery. This explantation expected to be performed within the next 6 weeks. After receipt of explants, we will initiate an engineering investigation as well as a metallurgical evaluation at an independent laboratory. Once detailed info is available, we will file add'l info on form 3500a to FDA.